Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to the procedure itself, patient factors (female gender, small body weight, moderate valvular calcification, severe bulky ncc calcification, narrow sov, obliterated sov) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, post deployment of a 23mm sapien xt valve, an annular rupture occurred. Surgical repair was required. Prior to the procedure, severe calcification on the non-coronary cusp (ncc) and a narrow sinus of valsalva (sov) was noted. During balloon valvuloplasty (bav), the bulky calcification on the ncc moved to the aortic wall. The blood pressure (bp) recovered slowly and no contrast leak was observed on pre-procedural aortography; therefore, the deployment of the sapien xt valve continued. The sapien xt valve was deployed with an inflation volume of 15ml (2ml less than nominal volume) and slow inflation due to the ncc calcification. Resistance was felt upon inflation of the valve. Following rapid ventricular pacing (rvp), hypotension, with a bp in the 40's mmhg, was observed. Temporary pacing at 70 bpm was initiated. Aortography showed a contrast leak from the center wall in the non-coronary sov. Protamine was administered and the patient's chest was opened. Manual compressions were performed, but no improvement to the hypotension was observed after 15 minutes. The patient was converted to surgical aortic valve replacement (savr). After the heart was opened, a rupture below the commissure between the ncc and the right coronary cusp (rcc) was observed. The injured site was reinforced with pericardial patches from the inside and outside and then a surgical valve was sutured into place. The native annular valve area measured 320mm2 by CT. Moderate valvular calcification and no aortic root calcification was reported. Severe, bulky calcification on the ncc was also reported. The sov measured 24.5mm x 25.4mm x 26.5mm with sov obliteration, and the sinotubular junction (stj) measured 21.5mm x 22.3mm. It was perceived that the severe calcification in the ncc side likely broke and was pressed into the aortic wall during bav and valve deployment.

Manufacturer narrative:
The explanted valve was returned to edwards lifesciences for evaluation. The valve was received crushed and compressed. Visual inspection of the valve revealed no abnormalities. The valve frame, tissue, skirt and sutures appeared normal, given the previously crushed condition of the valve. Following visual inspection, the valve was fully expanded using a novaflex+ (nf+) delivery system with 17cc (nominal) volume. Dimensional analysis of the valve frame height and valve diameter was performed. All measurements met specification.